Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and vitreous hemorrhage are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following uneventful cataract plus trabecular micro bypass stent system procedure, the patient presented on postop day 1 with a ¿70% hyphema¿, and vitrectomy was subsequently performed. Reportedly, the patient had ¿vein occlusion a few years ago. The patient is reportedly fine, and the surgeon characterized the event as ¿unusual¿. The surgeon declined to provide additional information.